Event description:
A report was received that the patient was experiencing pocket pain. No device malfunction was suspected. The patient underwent a revision procedure wherein the battery was relocated and was reportedly doing well postoperatively.